Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that approximately one year ago she received an unspecified reading (customer cannot remember the actual reading received) on her adc blood glucose meter which was higher than she felt. Customer further reported experiencing "sweating", subsequently lost consciousness and fell down. Paramedics were called and treated the customer with an unspecified "shot". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. It should be noted: during troubleshooting it was revealed the customer was using fs lite test strips with her fs insulinx meter. All pertinent information available to abbott diabetes care has been submitted.